Manufacturer narrative:
(B)(4). The sample was received and evaluated by baxter personnel. The sample was received with fluid in the overpouch. Visual examination found that the leak was caused by a missing film wrap, which confirmed the reported condition. No repairs were performed as this is a single use device and will be discarded. A follow-up report will be filed if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor leaked from the reservoir during filling. Reportedly, there appeared to be a hole in the reservoir. The device was filled with 5% glucose. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause is due to a missing flow wrap.